Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not display the mechanical error message. The piston rod stops at around 50 units of insulin and the infusion device did not display the error message. This issue has occurred multiple times. It is unknown how many times the issue has occurred.